Manufacturer narrative:
A device history record review was not conducted based upon review of the information provided by the customer as it does not indicate a problem with the initial manufacture or prior repair of the device. No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. It was silenced, settings were reviewed and the clamp was closed. The cassette was removed and cassette was gently tapped and tubing was massaged to disperse air bubble in the line. The cassette was replaced and the clamp was opened. The pump was started and the pump was continuing to alarm. The patient was instructed to turn the pump off ad to go into the clinic. The patient agreed to call. No patient injury was reported.